Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) were exhibiting a significant amount of ra channel noise and ra pacing impedance measurements of greater than 2000 ohms. Historic ra pacing impedance measurements had been in the 500-600 ohm range. Ra capture and p-wave sensing appeared to be normal. One inappropriate mode switch occurred due to the noise; however, no adverse patient effects have occurred as a result of these observations.

Manufacturer narrative:
The boston scientific crm technical services department discussed the possibility of obtaining a chest x-ray to verify device connections and to assess the integrity of the ra lead. Current records indicate that this device and ra lead remain implanted and in service. Additional information indicates that the physician has not done any further tests, and plans to monitor the patient at this time. This event will be updated if any additional information becomes available. Most recently, information was received in which the boston scientific local area sales representative indicated there may be a device setscrew or device to lead connection issue in association with the out-of-range right atrial impedance that continued to be present. No chest x-ray or surgical intervention has been done to date. The physician continues to plan to monitor the situation only. There had been no adverse patient symptom.

Manufacturer narrative:
Most recently, the local area sales representative inquired regarding device programming and noise markers which were confirmed by technical services as normal operation. The local area sales representative also mentioned that the same out-of-range impedance issue previously reported was still occurring. No intervention was planned at this time.